Event description:
My doctor gave me a pico wound closure device to seal a wound. The device needs further testing a provider instructions. The first day I got the device, the hose connected to the bandage came off after it became snagged in pillows. I had to return to the clinic to have a new patch put on. This time, they shortened the hose. It help prevent excessive hose length from getting snagged. However, the bandage around the wound kept rolling up because I have to wear a boot (had archelles heel repair) and eventually the device lost suction so I had to go back to get the bandages replaced. Also, when the doctor shortened the hose, she taped the dive to my calf. Twice I felt shocks from the device. When I went back, a new doctor shortened those like before, added add'l bandages around the device, covered the device with gauze and wrapped and taped the device to the outside of the gauze. I haven't had an issue since.